Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system required a single board computer upgrade. This sbc upgrade required additional firmware and software to function properly. Following the repairs and necessary upgrades, the system was tested fully and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system displayed intermittent issues with initial boot-up and rebooting during use.